Event description:
It was reported that a pt underwent a endometrial thermal ablation procedure in 2008. Thirty minutes after the procedure, after the pt arrived home, the pt experienced intense pain and was treated with vicodin and motrin 800mg, then vomited. The pt took one pill for nausea which had been prescribed as needed as per the surgeon's post-operative routine. Initially, the pain was not relieved by the first dose of vicodin but was relieved after the second dose. In "the next day" the pt was feeling better. At about 2 days later, the pt vomited once and experienced diarrhea once, then felt better. Currently, the pt experiences a persistent sensation of bloating.

Manufacturer narrative:
Conclusion - no conclusion can be drawn at this time. Should add'l info be obtained, a supplemental 3500a form will be submitted accordingly.